Event description:
According to the literature source of study performed between january 2014 and december 2019, a retrospective study analyzed outcomes of patients who underwent laparoscopic partial nephrectomy (lpn) and robotic partial nephrectomy (rpn) for renal tumors. Initially, a two-layer sliding renorraphy using a continuous 3-0 v-loc suture or non-medtronic suture for the inner layer and 2-0 v-loc or a non-medtronic suture for the outer layer with other manufacturer clips were used. There were 90 patients in the study and complications included postoperative hemorrhage. Patients received blood transfusions and underwent reoperation. ICU stay was reported. Article: trifecta and pentafacta outcomes in laparoscopic and robotic nephron-sparing surgery for highly complex renal tumors: a propensity score-matched cohort analysis. Dr. Anant kumar, 2022, journal of endourology.

Manufacturer narrative:
Title: trifecta and pentafacta outcomes in laparoscopic and robotic nephron-sparing surgery for highly complex renal tumors: a propensity score-matched cohort analysis source: journal of endourology volume 36, number 0, xxxxxx 2022. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This complaint has been reassessed and found not to be a reportable event. It was concluded that the event did not lead to a serious injury or have potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.